Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. A64629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube - left side" on (B)(6) 2015. The patient's concurrent conditions included migraine since (B)(6) 2013. In (B)(6) 2002, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure - majority of left in the endometrial space"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: during insertion procedure, on the right side, there were 4 exposed coils. On the left side there were 12 exposed coils. Discrepancy noted: date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right fallopian tube was occluded. Left fallopian tube was not occluded. On the left side, the essure device is not appropriately placed. Specifically, the majority of the essure device is present within the endometrial space. The medial margin of the inner coil is seen near the internal os. The lateral marker of the internal coil is seen at the cornua. Subsequently, there is opacification of the left fallopian tube. There is no free spillage of contrast on the left and the distal portion of the fallopian tube appears prominent. No left-sided fallopian tube occlusion. Most recent follow-up information incorporated above includes: on 15-aug-2019: reporters, consumer¿s date of birth, essure indication, removal date, batch number, events (abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, failure to occlude (close) fallopian tube(s), migration of essure - majority of left in the endometrial space), pelvic pain start date and outcome, treatment drugs, medical history added. Essure inserted date updated. Essure ess205 amended ess305. ¿physical pain¿ amended to ¿pelvic pain¿. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure (batch no. A64629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube - left side" on (B)(6) 2015. The patient's concurrent conditions included migraine since (B)(6) 2013. In (B)(6) 2002, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure - majority of left in the endometrial space"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: during insertion procedure, on the right side, there were 4 exposed coils. On the left side there were 12 exposed coils. Discrepancy noted: date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right fallopian tube was occluded. Left fallopian tube was not occluded. On the left side, the essure device is not appropriately placed.especifically, the majority of the essure device is present within the endometrial space. The medial margin of the inner coil is seen near the internal os. The lateral marker of the internal coil is seen at the cornua. Subsequently, there is opacification of the left fallopian tube. There is no free spillage of contrast on the left and the distal portion of the fallopian tube appears prominent. No left-sided fallopian tube occlusion.. Lot number: a64629, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('migration of essure - majority of left in the endometrial space') and genital haemorrhage ('general abnormal bleeding.') In a 38-year-old female patient who had essure (batch no. A64629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube - left side/ left occlusion only" on (B)(6) 2015. The patient's concurrent conditions included migraine since (B)(6) 2013. In (B)(6) 2002, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the device expulsion, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: during insertion procedure, on the right side, there were 4 exposed coils. On the left side there were 12 exposed coils. Discrepancy noted: date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right fallopian tube was occluded. Left fallopian tube was not occluded. On the left side, the essure device is not appropriately placed.especifically, the majority of the essure device is present within the endometrial space. The medial margin of the inner coil is seen near the internal os. The lateral marker of the internal coil is seen at the cornua. Subsequently, there is opacification of the left fallopian tube. There is no free spillage of contrast on the left and the distal portion of the fallopian tube appears prominent. No left-sided fallopian tube occlusion. Left occlusion only. Lot number: a64629; manufacture date: 2012-10; expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events- abdominal pain, general abnormal bleeding, psych injury were added. Updated outcome of events pelvic pain, abdominal pain, genital bleeding to recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device expulsion ('migration of essure - majority of left in the endometrial space') in a 38-year-old female patient who had essure (batch no. A64629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube - left side/ left occlusion only" on (B)(6) 2015. The patient's concurrent conditions included migraine since (B)(6) 2013. Concomitant products included levonorgestrel (mirena) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding.") And abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the device expulsion, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: during insertion procedure, on the right side, there were 4 exposed coils. On the left side there were 12 exposed coils. Discrepancy noted: date(s) of insertion: (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right fallopian tube was occluded. Left fallopian tube was not occluded. On the left side, the essure device is not appropriately placed.especifically, the majority of the essure device is present within the endometrial space. The medial margin of the inner coil is seen near the internal os. The lateral marker of the internal coil is seen at the cornua. Subsequently, there is opacification of the left fallopian tube. There is no free spillage of contrast on the left and the distal portion of the fallopian tube appears prominent. No left-sided fallopian tube occlusion. Left occlusion only. Lot number: a64629 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for abnormal bleeding (vaginal. Menorrhagia) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.